Event description:
Tubing attached to port needle cracked just proximal to where the clave attaches to the tubing. Blood/fluids/medication leaked into patient's bed. Port needed to be de-accessed and then re-accessed with a new needle. FDA safety report ID# (B)(4).